Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed multiple primary audible alarms post. The device was powered on and an occlusion test was performed and the reported issue was not duplicated. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).